Manufacturer narrative:
(B)(4). Device was discarded and not returned. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported material rupture cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.5x8mm nc trek dilatation catheter advanced to a coronary artery lesion for pre-dilatation without reported issue. Before reaching rated burst pressure (rbp), the balloon burst. The device was removed without reported issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.